Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 215 mg/dl. The customer changed the infusion set and cartridge; occlusion alarm did not reoccur. Pump insulin therapy was resumed.